Manufacturer narrative:
H6 patient code added: pericardial effusion. Literature citation: palmezano-diaz, et al. (2025). Cierre de orejuela en pacientes con fibrilacion auricular en terapia de reemplazo renal. Revista colombiana de cardiologia, 32(1), 19-24. Epub march 05, 2025.https://doi.org/10.24875/rccar.23000067. B3: boston scientific aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device and watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained from a retrospective, multicenter study evaluating left atrial appendage closure (laac) in 25 patients with non-valvular atrial fibrillation undergoing renal replacement therapy between 2017 and 2022. 76% of patients received a watchman closure device and 24% received a non-boston scientific laac device. Acute procedural complications occurred in four patients (16%). These included one access site hematoma not requiring intervention, one arteriovenous fistula requiring surgical repair, one cardiac tamponade requiring pericardial drainage, and one intracavitary thrombus resulting in inability to complete laac. One patient experienced a mild hemorrhagic cerebrovascular event during follow-up that did not require surgical intervention and was reported as possibly related to residual antiplatelet therapy. Although there were cases of mortality in the follow up period, the causes of death included complications specifically related to renal disease (20%), diabetes-related complications (4%), and advanced oncologic disease (4%); no deaths were attributed to the watchman closure device or the laac procedure. Therefore there were no intervention or procedure related ischemic cardiovascular events or deaths.

Manufacturer narrative:
Literature citation: palmezano-diaz, et al. (2025). Cierre de orejuela en pacientes con fibrilacion auricular en terapia de reemplazo renal. Revista colombiana de cardiologia, 32(1), 19-24. Epub march 05, 2025.https://doi.org/10.24875/rccar.23000067. B3: boston scientific aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device and watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman unknown was not returned; therefore, returned device analysis could not be completed. Device history record review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There is no evidence the device was used contrary to product labeling per the instructions for use (IFU). Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman product families' instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion with cardiac tamponade, thrombosis, bleeding (cerebral hemorrhage) and fistula (additional device required, surgical intervention). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, thrombosis, bleeding (cerebral hemorrhage) and fistula were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained from a retrospective, multicenter study evaluating left atrial appendage closure (laac) in 25 patients with non-valvular atrial fibrillation undergoing renal replacement therapy between 2017 and 2022. 76% of patients received a watchman closure device and 24% received a non-boston scientific laac device. Acute procedural complications occurred in four patients (16%). These included one access site hematoma not requiring intervention, one arteriovenous fistula requiring surgical repair, one cardiac tamponade requiring pericardial drainage, and one intracavitary thrombus resulting in inability to complete laac. One patient experienced a mild hemorrhagic cerebrovascular event during follow-up that did not require surgical intervention and was reported as possibly related to residual antiplatelet therapy. Although there were cases of mortality in the follow up period, the causes of death included complications specifically related to renal disease (20%), diabetes-related complications (4%), and advanced oncologic disease (4%); no deaths were attributed to the watchman closure device or the laac procedure. Therefore, there were no intervention or procedure related ischemic cardiovascular events or deaths. ____ literature citation: palmezano-diaz, et al. (2025). Cierre de orejuela en pacientes con fibrilacion auricular en terapia de reemplazo renal. Revista colombiana de cardiologia, 32(1), 19-24. Epub march 05, 2025.https://doi.org/10.24875/rccar.23000067.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained from a retrospective, multicenter study evaluating left atrial appendage closure (laac) in 25 patients with non-valvular atrial fibrillation undergoing renal replacement therapy between 2017 and 2022. 76% of patients received a watchman closure device and 24% received a non-boston scientific laac device. Acute procedural complications occurred in four patients (16%). These included one access site hematoma not requiring intervention, one arteriovenous fistula requiring surgical repair, one cardiac tamponade requiring pericardial drainage, and one intracavitary thrombus resulting in inability to complete laac. One patient experienced a mild hemorrhagic cerebrovascular event during follow-up that did not require surgical intervention and was reported as possibly related to residual antiplatelet therapy. Although there were cases of mortality in the follow up period, the causes of death included complications specifically related to renal disease (20%), diabetes-related complications (4%), and advanced oncologic disease (4%); no deaths were attributed to the watchman closure device or the laac procedure. Therefore there were no intervention or procedure related ischemic cardiovascular events or deaths.

Manufacturer narrative:
Literature citation: palmezano-diaz, et al. (2025). Cierre de orejuela en pacientes con fibrilacion auricular en terapia de reemplazo renal. Revista colombiana de cardiologia, 32(1), 19-24. Epub march 05, 2025.https://doi.org/10.24875/rccar.23000067. B3: boston scientific aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device and watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.